Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 4193 left ventricular lead implanted: 2003 (B)(6), explanted: 2013 (B)(6); product ID: 5076 implantable pacing lead implanted: 2003 (B)(6), explanted: 2013 (B)(6); product ID: 6947 implantable pacing lead implanted: 2003 (B)(6), explanted: 2013 (B)(6). (B)(4).

Event description:
It was reported the patient had (B)(6). The device and leads were removed. No further patient complications have been reported as a result of this event.